Event description:
Senseonics was made aware of an incident where user reported an unsuccessful sensor removal attempt of sensor on (B)(6) 2025. The sensor was implanted in the left arm, and it was confirmed that an incision was made in an attempt to remove the sensor. At the time of the call, the user reported they were doing well. The sensor was palpable prior to the incision. The transmitter was not used to localize the sensor because the user had lost the transmitter; ultrasound and a magnet were used for localization. A tentative plan was made to attempt removal again in approximately six months.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.